Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultralink meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation, however the patient was unwilling to answer several questions during the initial call and was not available when follow-up was attempted by medical surveillance in order to obtain additional information. The patient did not specify when the meter began reading inaccurately and did not provide any results from the subject meter or what he was comparing them to. It is unknown what medication the customer takes to manages his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿one day¿ prior to contacting lfs he had ¿fainted¿ and that he had to be treated by his brother who ¿injected him¿, however he did not specify what with. The patient also detailed that he had visited an emergency room, but did not provide details on what treatment was received. During the call the patient was unwilling to troubleshoot the alleged issue however it was determined that the subject test strips had expired. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.